Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 47 mg/dl. Customer was unable to get the insulin pump to properly rewind due to being confused from the low blood glucose levels. Customer was able to rewind after they treated for low blood glucose. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with food and sweet drinks. Customer advised they went through body scanners at the airport several times which may have affected the insulin pump. Customer performed the displacement test and passed.